Event description:
A customer contacted baxter's technical service center to report the home patient (hp) felt overfilled at the end of therapy and did a manual drain, drain volume 3600ml. The technical service representative (tsr) reviewed the programming and the therapy log. The hp stated he bypasses the drain cycle when the volume does not change. The tsr suggested the hp call for assistance. The hp stated has felt uncomfortable for the past week and had to do a manual drain at the end of therapy. The tsr explained the hp was not draining out the last fill. The tsr would swap. The registered nurse will program the new hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the hc was replaced. There was no patient injury or medical intervention indicated at the time of the initial report. This report meets overfill criteria. On (B)(6) 2010, (B)(4) contacted the hp peritoneal dialysis nurse (pdn) regarding the report of feeling overfilled at the end of therapy. The pdn verified the hp's largest prescribed fill volume (lpfv) is 2000ml. The pdn stated the hp's catheter gets out of place and the hp knows how to perform a manual drain when he feels full. The pdn stated the hp has been prescribed laxatives and needed to take them. The pdn stated she instructed the hp to get a new hc due to repeated low drain volume alarm alarms. The pdn stated the hp has received the new hc and had no further issues with therapy. The pdn stated the hp has not reported any symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported iipv was not confirmed in the logs since it was a manual drain and was not duplicated. The device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The pal evaluated the device. The device's service history record was reviewed and no issues were identified that may have contributed to the reported iipv. No device failure or malfunction was identified that could have contributed to the iipv. The cause for the iipv was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).